Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo and two samples were provided to our quality team for investigation. Upon visual inspection, the package is observed torn, verifying the reported incident. A device history review was performed for reported lot 2212051, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Retained samples of the same lot were used for additional evaluation. The products were visually inspected, no damage or other issues were observed within the packaging, all samples could be separated without issue. During the packaging process, once the package is sealed, longitudinal cutters cut the different blisters, creating a dotted line for separation. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We have reviewed our production and inspection records and have established that all production and quality processes were carried out without issue. While we cannot identify a direct issue, it was determined this incident likely occurred during the packaging process as a result of an issue with the blades that cut the packaging. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Perforation opens, hole in the packaging when did the incident occur? Before use. The packaging is a bit torn. Could it be that there was something with the perforation?